Manufacturer narrative:
Further information was requested but not received. Manufacturing date is unavailable.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial lead exhibited noise oversensing which resulted in inappropriate mode switch. No intervention was performed. There were no patient consequences.